Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) exhibited the error message "system failure optical sensor occurred". The device was replaced with another aic that the customer had onsite. No report of patient harm or injury.

Manufacturer narrative:
D9: the date of the device return for evaluation is unknown. The console (aic) was returned for evaluation. Upon inspection of the console, there were no error/failure was reproduced during long term simulation with test pump and purge. The optical bench was also tested without problem in parameters. Given the testing and data analysis for the console, it was concluded that the system failure optical sensor error was likely due to a defective pump. However, the pump was discarded on the field, the root cause could not be confirmed. Before returning this console back to the customer, the optical bench was replaced and functional check on the console was performed. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.